Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test, displacement test due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer getting into a warm tub with insulin pump connected. Caller reported that as a result, display screen went blank immediately. Customer's blood glucose was 194 mg/dl. Customer was advised that insulin pump would need to be replaced.